Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Troubleshooting was done for insulin pump error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer did displacement test and it was pass. Customer mentioned that the insulin pump alerted with insulin pump error during rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.